Event description:
Pt underwent chemo embolization for treatment of liver cancer. Procedure was uneventful. Pt became septic and developed a biliary fistula which was caused by tumor necrosis. Pt was treated with antibiotics and a percutaneous drainage tube.